Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that after the customer went swimming, the insulin pump alarmed critical error. There were no visible cracks. The customer was advised to return the insulin pump.

Manufacturer narrative:
Not in manufacturing mode. Insulin pump passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error alarm noted during testing. However, corroded electronic assembly and corroded motor assembly noted during visual inspection. Unit was received with minor scratched lcd window, cracked retainer and scratched case.